Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. A device history review of the complaint database revealed no other events of this nature for the reported serial number. The device meets requirements for electrical and safety standards as outlined in the user guide. The user guide warns that the express fluid warmer must be plugged into the ac power accessory outlet on the back of the nxstage system one cycler and that the power interconnect cord must be inspected before each use. It states that proper electrical hookup in full compliance with all applicable codes and device specifications must be maintained. Details of the electrical connections at the patient's home are unknown and could not be confirmed. UDI #: (B)(4).

Event description:
A report was received on (B)(6) 2019 from the caregiver of a (B)(6) year old male, stating the device caught fire during a home hemodialysis treatment on (B)(6) 2019. Additional information was received on 04 dec 2019 from the home therapy nurse (htn) stating the device power cord had melted and damage was confined to the device which was removed from use. There was no patient injury or damage to property.